Event description:
On (B)(6) 2010 haemonetics rec'd a call regarding a blood spill on a cardio-pat device. No injury or reaction noted.

Manufacturer narrative:
On (B)(6) 2010 haemonetics rec'd a call regarding a blood spill on a cardio-pat device. No injury or reaction noted. The device was evaluated on (B)(4) 2011 and an internal fluid spill was confirmed. There were no signs of burning/arcing. Electronic components require replacement. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).